Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's o2 sensor. Unit was calibrated safety tested unit to factory specs.

Event description:
Customer reported an issue with the dpm6/7 monitor, which may have affected co2 monitoring. No pt injury was reported.